Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that the device had been exposed to moisture when they jumped into a pool. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 67 mg/dl at time of reporting. Nothing further reported.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that the device had been exposed to moisture when they jumped into a pool. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 67 mg/dl at time of reporting. Nothing further reported.